Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the left external iliac artery via contralateral approach, the tip of the device allegedly broken. It was further reported that the device was allegedly detached. Reportedly, the detached part could be snared. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review (starting with catheter lot number) was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample / images / videos were received. A physical investigation was not possible. Due to no sample / images / videos received, the reported malfunction cannot be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the left external iliac artery via contralateral approach, the tip of the device allegedly broken. It was further reported that the device was allegedly detached. Reportedly, the detached part could be snared. There was no reported patient injury.